Event description:
It was reported that during a periodic maintenance, the generator output was higher than specification. No patient injury was reported.

Manufacturer narrative:
An evaluation and alignment by a ge representative has not yet been done.